Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that his blood glucose was 411 mg/dl ,however hid sensor glucose was 148 mg/dl. Blood glucose value from reported event was 369 mg/dl. Sensor glucose value from reported event was 199 mg/dl. Insulin delivery was not suspended. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis. Sensor will be returned for analysis.